Event description:
Intermittent under-sensing on the right ventricular (rv) lead on stored electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).